Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient presented approximately 3 years post op with a severe flexion contracture in the right knee. The decision was made to revise the knee. The femur was removed and after distal bone was rejected the doctor could not get the knee into extension. The decision was made to remove the tibial component. After additional bone resection on the tibia the doctor was able to get excellent stability in both flexion and extension.

Manufacturer narrative:
An event regarding range of motion involving a triathlon femoral component was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded lack of motion may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient presented approximately 3 years post op with a severe flexion contracture in the right knee. The decision was made to revise the knee. The femur was removed and after distal bone was rejected the doctor could not get the knee into extension. The decision was made to remove the tibial component. After additional bone resection on the tibia the doctor was able to get excellent stability in both flexion and extension.